Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo was available for evaluation. Visual inspection noted the string like fiber was determined to be from scraping the inner liner. It was reported that there was a string like plastic. The reported issue was confirmed the product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: to prevent damage to the working channel, ensure that the needle is retracted in the outer shaft before it is inserted or advanced in the working channel. Excessive pressure or force applied may cause damage to either the device or the working channel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an electromagnetic navigation bronchoscopy (enb), pieces of string like plastic was pulled out of the extended working channel when removing the biopsy tools from the catheter. The physician was able to complete the superdimension portion of the case. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a electromagnetic navigation bronchoscopy (enb), pieces of string like plastic were pulled out of the extended working channel when removing the biopsy tools from the catheter. One biopsy tool used was olympus biopsy forceps. The physician was able to complete the super dimension portion of the case. There was no patient injury.